Event description:
During a surgical procedure when the surgeon clamped down on the tissue, the stapler would not open back up. The stapler had to be manually released. The stapler handpiece and insert were sent to biomed for evaluation.manufacturer response for stapler, surgical, echelon(per site reporter): return for analysis and follow up.